Event description:
Additional information was received regarding the patient's high impedance. The full diagnostic results when the high impedance was received was output current - low, impedance - high, dcdc - 7, ifi yes. X-rays were taken, but will not be sent to the manufacturer for review. There was no reported manipulation or trauma that would have contributed to the high impedance.

Event description:
It was initially reported that the patient may have a potential lead fracture and was referred to a surgeon for a consult. Surgery has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently report that the dcdc code was 7. The model of generator implanted does not have dcdc codes instead it shows the actual impedance measurement which was not provided.

Event description:
It was reported that the patient's device was disabled since 2012 due to high impedance and that there are no plans for revision surgery. The patient's device was last interrogated and found to be disabled prior to (B)(6) 2013.